Event description:
On (B)(4) 2010, a respiratory therapist reported inomax ds device (B)(4) had rapid fluctuations in nitric oxide (no) readings when inhaled nitric oxide dose was set to 1 part per million (ppm). The problem persisted despite disconnection of sample line. (B)(4) technical support informed the respiratory therapist to switch out the device. The respiratory therapist decided to evaluate when the pt was to be discontinued from inhaled nitric oxide and then later swap out the machine. The respiratory therapist reported there was no harm to the pt and no adverse event occurred. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(4) 2010, a respiratory therapist reported that inomax ds, (B)(4) had erratic readings while on a pt. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.